Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Updated summary: instructions were provided to resolve the issue, no escalation required.

Event description:
Hold eh 3/30information received by medtronic indicated that the customer reported a connection issue between the insulin pump and the phone. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.